Manufacturer narrative:
Addition: this patient has been referred to (B)(6) for tcat/cxl. She has not had treatment, yet. All pertinent information has been submitted.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The surgery center reported that a laser vision correction patient experienced ectasia on left eye (os) at 2+ year post op exam. The patient¿s chief complaint was blurry vision and that the patient was an eye rubber and would discontinue rubbing eye. At the time of this report, the patient did not know if she wanted treatment. The date of discovery of ectasia was on (B)(6) 2015 and the treatment was on (B)(6) 2013. Pre-op measurement date (B)(6) 2012. Bcva from (B)(6) 2012. Right eye pre-op 20/20 -.75 x -1.25 x 45. Left eye pre-op 20/20 -1.00 x -1.50 x 168. Post-op measurement date (B)(6) 2015. Right eye pre-op 20/20 .00 x .00 x 90. Left eye pre-op 20/20 -.25 x -.50 x 150.